Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the electronic assemblies. We were unable to verify the missing segments, partial display or insulin flow blocked alarm due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had partial display and insulin flow block alarm. Troubleshooting was performed. Customer stated that the event was resolved by complete set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.